Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening and flat creases. A microscopic analysis and leak test were performed which identified two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated in the side radius/anterior(valve) assessed as surgical damage. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6

Event description:
Device has been explanted.